Manufacturer narrative:
Correction: supplemental MDR has been filed as a correction since the reported event and suspect device was already captured in manufacturer report number 2016493-2025-93406.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the remote manager had failed and had a flashing light and beeping with a hardware failure message the customer reported that a malfunction took place when the user tried to dispense medication to the patient resulting in a delay to patient workflow. There were no delay or adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the remote manager had failed and had a flashing light and beeping with a hardware failure message the customer reported that a malfunction took place when the user tried to dispense medication to the patient resulting in a delay to patient workflow. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager was continuously beeping and would not recover. A field service engineer (fse) guided user through inspecting the remote manager and suggested wiggling the micro switch sensor connections. After doing so, the remote manager recovered. Although the issue was resolved remotely and the customer was able to access the remote manager via the med application for inventory count, user requested an on-site inspection to help prevent future failures. When fse arrived, the remote manager was functioning. Verified its operation through hardware test application (hta) and inspected the internal connections. Found that the pyxis cable at the remote manager was loose. Tightened the cable and rechecked the system. The user team then successfully inventoried the remote manager, confirming that it was working properly. The system functioned as intended after the field service engineer repaired the device.